Event description:
It was reported that during routine device changeout, the patient's right ventricular (rv) lead had dislodged and was found at the tricuspid valve. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).